Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 6253700. Medical device expiration date: 01/31/2018. Device manufacture date: 09/09/2016. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 87725 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had embedded foreign matter. No report of serious injury or medical intervention.